Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect was not provided. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. The DHR shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper and thorough investigation to confirm the alleged malfunction and determine the root cause, it is necessary to evaluate the sample involved in this complaint. If the sample becomes available this report will be updated with the evaluation results. Teleflex will continue to monitor and trend for customer complaints of this nature.

Event description:
Customer complaint alleges that the "doctor found no mist came out from the small volume nebulizers." Alleged malfunction reported as occurring during a patient use. There was no report of patient harm or necessary medical intervention. It was reported the patient condition is "fine".